Event description:
It was reported that the temperature cable did not work properly in an arctic sun device, onsite visit or cable replacement. Per review of wo on 19mar2025, there was no patient involvement.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature cable did not work properly in an arctic sun device, onsite visit or cable replacement. Per review of wo on 19mar2025, there was no patient involvement. Per follow up information received via mail on 19mar2025, this wo deals with an onsite visit, the problem with the device seems to be the temperature cable. It was scheduled for today.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. The device is working correctly but the temperature cable is failing and does not shows the patients temperature on the device. Temperature cable was replaced. After repair, the device is checked and it passes all test correctly. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Corrections: b, d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.